Event description:
It was reported to philips that the system would not start up. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start. Upon troubleshooting, fse found the error in hard disk of suite pc. To resolve this issue, fse replaced new os hard disk and reinstalled the software of suite pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.